Event description:
During use of the device for an endoscopic vein harvesting procedure, the user reported the device would not cauterize. An alternate device was employed to conclude the procedure. The user reported the procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.